Event description:
Customer reportedly obtained a result of 94 mg/dl and 11 mg/dl on the compact system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.